Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Can you please clarify the event that occurred? Did the tip of the device break? The client reports that when the strap25 product is fired, a metallic component comes out at the tip of the stem, which creates insecurity to continue using the device and it is decided to open a new one. 2. Are any photos available? There are no photographs as evidence. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the strap25 device was returned with no damage in the external components. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly the sed spring block was broken causing the jamming and 6 straps were found inside cannula shaft. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Can you please clarify the event that occurred? Did the tip of the device break? 2. Are any photos available? The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic eventrorrhaphy procedure on (B)(6) 2023 and absorbable straps were used to fix the hernial sac and close. Five shots were made and in the last one, the exit of a metal structure at the tip is evident, leaving it as sharp. The procedure was delayed by 15 minutes, but completed successfully with a new device. There were no adverse patient consequences. Additional information has been requested.